Event description:
Upon removing a hemodialysis catheter, microfractures were found all along the catheter. The catheter was leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of reug1606 showed no other similar product complaint(s) from this lot number.